Event description:
It was reported prior to using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter described as black dots were seen on the inner wall of the tubes. This failure was noted on two hundred (200) tubes between two batches. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter ¿ spots as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter ¿ spots. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter described as black dots were seen on the inner wall of the tubes. This failure was noted on two hundred (200) tubes between two batches. No health impact or consequence reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3163665 d4. Medical device expiration date: 31-oct-2024 h4. Device manufacture date: 12-jun-2023 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.